Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device did not hold and adhere to the tissue. The issue has caused the patient pain, and a miscarriage. The patient was observed to have the hernia sticking straight out her stomach. The patient had to undergo an x-ray and a reoperation to remove the mesh implant.

Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device did not hold and adhere to the tissue. The issue has caused the patient pain, and a miscarriage. The patient was observed to have the hernia sticking straight out her stomach. The patient had to undergo an x-ray and is anticipating a reoperation to remove the mesh implant. This report reflects the information for the miscarried child.

Manufacturer narrative:
(B)(4).

Event description:
As received via maude report (mw5058790): event date: (B)(6) 2013. Implant date: (B)(6) 2013. Explant date: (B)(6) 2014. "Hernia repair with the mesh on (B)(6) 2013 in (B)(6) hospital. Three days later, I went to take a bath, then I noted the hernia was sticking straight out of my stomach. Then I went to the hospital. They rushed me back to (B)(6). The xray, did an ultrasound. Said it was the hernia sticking out. Sent me back to the doctor. The doctor turned me down. I hurt really bad all the time it took me a year and a half to find another doctor, and it made me lose my baby. Three and half months, it was a tube pregnancy. The doctor told me I would have to have surgery to take the mesh out because it didn't hold. It has caused me too many problems and pain. Please help before somebody else has to go through the same thing. This has messed my life up. Please don't let it happen to nobody else." Additional information has been requested, but not yet received. Investigation for this case is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh that did not hold or adhere to the tissue, hernia recurrence with observed distention from the stomach, mesh that had blotted up in the abdominal cavity, adhesions, and pain. Post-operative patient treatment included an x-ray and ultrasound for the distention confirming hernia recurrence, as well as revision surgery, mesh/hernia sac dissected free, and mesh removal.

Manufacturer narrative:
(B)(4). A safety investigation has been conducted and it has been determined, based on the available information, that there was no causal relationship between the alleged device failure and the miscarriage of an ectopic pregnancy. A review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to quality specifications. No sample or picture has been provided for investigation. Without the sample a detailed investigation could not be performed. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. If additional information is obtained, or the sample is returned, the complaint will be reassessed. Based on how the event was initially reported, a death report was submitted in error as 9615742-2016-00005 follow-up #1. Upon further review, it has been determined that the initial event of a serious injury (recurrent hernia requiring surgical intervention) will remain the reported event. Although alleged by the patient, the miscarriage of an ectopic pregnancy has been determined by medical professionals to not be related to a failure of the device. Should additional information become available, a secondary review of the event will be conducted and a supplemental will be submitted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, inflammation, bleeding, mesh that did not hold or adhere to the tissue, hernia recurrence, distention, mesh that had blotted up in the abdominal cavity, adhesions, and pain. Post-operativepatient treatment included an medication, x-ray, ultrasound, revision surgery, mesh/hernia sac dissected free, and mesh removal.